Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 54294 were returned and analyzed. The data files showed at least nine applications were performed with the returned catheter without any issue on the reported date of the event. The file showed at least six applications were performed with non-returned catheter without any issue on the reported date of the event. The files also confirmed that system notice 50005" the safety system has detected fluid in the catheter and stopped the injection" was received on the reported date of the event. Visual inspection of the returned catheter showed traces of blood inside the balloon catheter and the coaxial connector. Smart chip verification indicated the catheter was not used for nine injections. The catheter failed the performance test after triggering system notice 50011 ¿the refrigerant delivery path is obstructed.¿ dissection showed t races of the dried blood inside the handle and the pressure test revealed the guide wire lumen was breached and kinked at 0.32 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.